Manufacturer narrative:
An event regarding dislocation involving an unknown head was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: medical records were not provided for evaluation. -device history review: review could not be performed as the device was not properly identified. -complaint history review: review could not be performed as the device was not properly identified. Conclusions: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was revised on the left hip due to dislocation of femoral head.

Event description:
It was reported that patient was revised on the left hip due to dislocation of femoral head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 44mm femoral head. An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.